Event description:
It was reported that the manufacturing representative¿s sister had a problem with her stimulator and they revised the lead location and that helped it. Follow up has been conducted in an effort to obtain more information regarding this event.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).